Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. A root cause could not be determined. A replacement transmitter was sent to the customer. Customer's blood glucose (bg) was 25 mg/dl. Bg was addressed with chocolate milk and a sugar pill. Reportedly, customer was treated by emergency medical services with intravenous fluid, "pain treatment to help the customer become responsive again", and another sugar pill.

Manufacturer narrative:
Remove (B)(4).

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. A replacement transmitter was sent to the customer. Customer's blood glucose (bg) was 25 mg/dl. Bg was addressed with chocolate milk and a sugar pill. Reportedly, emergency medical services administered intravenous therapy (IV), and "pain treatment to help the customer become responsive again", and another sugar pill. Clarification regarding IV and ¿pain treatment¿ were not provided. Multiple follow up attempts were made to obtain clarification; however, customer did not respond.